Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. As the device remains in the patient, no images were available, and no evaluation of the device could be performed, cause was unable to be established.

Event description:
On (B)(6) 2018 the patient underwent endovascular repair to treat an unknown etiology using gore® excluder® aaa endoprostheses. On (B)(6) 2019 it was reported that the physician suspected a disruption in the luminal flow of the ipsilateral limb of the trunk-ipsilateral leg component. An angiography was performed. Blood flow through the ipsilateral limb was confirmed. However, the ipsilateral limb was reportedly slightly kinked. The patient's anatomy was reported to be tortuous. It was suspected that the patient's tortuous anatomy may have contributed to the slight kink in the ipsilateral limb. A gore® viabahn® vbx balloon expandable endoprosthesis was placed in the ipsilateral limb of the trunk-ipsilateral leg component. Reportedly the physician was satisfied with the placement of the gore® viabahn® vbx balloon expandable device. There were no further reported issues. The patient tolerated the procedure.